Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected suspend alarm and missing segments or partial display anomaly due to buttons not responding. Device received with cracked battery tube threads, minor scratched lcd window and keypad overlay peeling. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read and getting peeled. The customer stated that the insulin pump had delivery suspended alert when it gets to hot. Customer's blood glucose level was unknown. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.